Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported atrioventricular block remains unknown.

Event description:
I the patient had a procedure for premature ventricular vein contraction (pvc) exploration on (B)(6) 2019 and an atrioventricular block occurred. The exploration was done with ensite and an ablation catheter. During cartography the site of the pvc was very close to the his which was a risk for av block, however, the decision was made to ablate. All precautions were taken, and the system behaved as expected, but the catheter moved to the av node area inducing a lower rate. The system showed that the catheter was moving correctly which helped stop the ablation immediately. The ablation was stopped to let the av node recover and the patient was stable when leaving the room. On (B)(6) 2021, it was discovered that the rate did not return to normal and the patient had a pacemaker implanted the day after the procedure. There were no performance issues with any abbott devices.